Event description:
The customer alleged that he performed a control test and received a result of "hi" using his breeze2 system. The normal control was 90-123 mg/dl. The customer declined to troubleshoot and ended the call before any additional information could be obtained. No product will be returned.